Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Removal of psl cup, alumina liner and alumina head which was broken in pieces inside patient. Alumina insert was worn into metal backing. Patient had dislocated and upon x-rays saw the broken liner and head. Deputy revision implants were used.

Manufacturer narrative:
Reported event: an event regarding a wear, dislocation, altr and crack/fracture involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical record by a clinical consultant concluded:there is not enough information to analyze any potential factors to the failure for this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Removal of psl cup, alumina liner and alumina head which was broken in pieces inside patient. Alumina insert was worn into metal backing. Patient had dislocated and upon x-rays saw the broken liner and head. Depuy revision implants were used.